Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for high pressure. Blood was then noted in the gas tubing. It appears to only be in the tubing proximal to the patient and has not reached the iabp. The patient was taken back to the or, and the intra-aortic balloon (iab) was replaced with another iab. The patient is stable on the iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is confirmed. Based on the customer pictures provided with the complaint report, blood is confirmed in the helium pathway. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. The serial number reported was inaccurate based on the customer pictures provided with the complaint report, therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the serial number/lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for high pressure. Blood was then noted in the gas tubing. It appears to only be in the tubing proximal to the patient and has not reached the iabp. The patient was taken back to the or, and the intra-aortic balloon (iab) was replaced with another iab. The patient is stable on the iabp. There was no report of patient complications, serious injury or death.